Event description:
"Pt in surgery and coded. The defibrillator was called for and brought into or (operating room) suite. It was ordered to be set at 360 joules, but when they went to defibrillate, it did not discharge. This was tried twice with no discharge. Another machine was requested, however the pt converted back to sinus tachycardia before the other machine arrived.